Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited an increase in thresholds and impedance. Exit block was observed. The patient was in stable condition post procedure.